Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that the infection did not resolve with antibiotics. As a result, the patient underwent surgical intervention during which the system was explanted with no complications.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's incision site was beginning to look infected. The patient was put on antibiotics and will wait to see if the infection resolves.